Event description:
It was reported that during a ptca treatment procedure, the viva 20/1.5 mm balloon ruptured at 3 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortous mid left anterior descending coronary artery. The physician used a ryujin introducer sheath for vascular access and pt2 ms and choice pt ex guidewires and a 6f brite tip al1 guide catheter to cross the lesion. The viva balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'